Manufacturer narrative:
B3: 2025 was the year of the event but the exact day and month was not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a cracking downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned due to the device's downstream occlusion (dso) was not calibrating. The results of the investigation found that the dso seal was cracking. There was no patient involvement.